Manufacturer narrative:
Taper ii. The access port connector associated with this report was not returned with the lap-band system by the reporter. Based upon the model number, serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port of the connector tubing."

Event description:
Health professional removal and replacement of a lap band port due to "the usual fracture of port tubing at the connector in ap bands inserted 2009."